Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed using the hand switch. The philips field service engineer (fse) visited system onsite and confirmed that the fluoroscopy pedal was not working. Upon troubleshooting, the fse found fluoroscopy button on the footswitch was damaged. The supplier's part analysis conclusively determined the cause of the footswitch failure was due to button, joystick, handle, switch was not working correctly, also found other failure as loose bracket and footswitch cable not tightly connected inside footswitch. To resolve the issue, the fse replaced the footswitch and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported wired footswitch issue did not impact the completion of the procedure. The procedure was completed as planned by using hand switch, with no impact on procedure and patient or user. A scenario where an alternate hand switch can be used to complete the clinical procedure in the event of a wired footswitch failure, would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy pedal did not work. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.